Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a routine device change out, the left ventricular lead could not be disconnected from the pulse generator. Coagulation was noted on the lead connector tip. The physician injected eparine into the connector and the lead was freed.